Manufacturer narrative:
Evaluation summary : there was a kink on the catheter 40.8cm proximal to the distal tip. The stent was not positioned on the balloon between the marker bands as per specifications. Deformation was visible to the distal stent wraps with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non- tortuous and severely calcified lesion located in the proximal diagonal exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent could not pass the lesion. The procedure was completed using another device. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury was reported. Device analysis identified stent deformation.